Event description:
There is no indication that the product caused or contributed to an adverse event. However, this complaint is being reported because does not turn off was not resolved with troubleshooting.

Manufacturer narrative:
The 510(k)# is k082590. The lay user/patient's meter has been returned and evaluated by lifescan product analysis with the following findings: the meter involved in this case was tested and the primary complaint was not confirmed. However, a secondary issue was found in which the meter was found to have the lcd improperly installed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.